Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial signals on the ventricular channel resulting in overpacing. Boston scientific technical services (ts) was consulted and reprogramming options and further testing were recommended. No adverse patient effects were reported. At this time, this device remains in service.